Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the anticoagulation and oxygen treatments that were given to the patient. This case is also reportable as a MDR due to the patient's hospitalization. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since 25-sep-2016. As part of the review, it was determined that the instrument's last service was on 22-nov-2017. During this service, the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint categories, shortness of breath, pulmonary embolism, and thrombosis. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: dyspnea, pulmonary embolism and thrombosis (B)(4), (B)(4) 2018.

Event description:
The customer emailed to report that a patient experienced shortness of breath, a thrombosis, and pulmonary embolisms while on extracorporeal photopheresis (ecp) treatment. The customer stated that the patient's first ecp treatment was on (B)(6) 2017. The customer reported that the patient's ecp treatments were completed using two different types of instruments, the cellex (a therakos/mallinckrodt product), which is a closed system, and the optia (a non-therakos/mallinckrodt product), which is an open-system. The customer reported that as of (B)(6) 2018, the patient had undergone 13 ecp treatments with the cellex instrument and 8 ecp treatments with the optia instrument. The customer stated that the patient underwent treatment with the cellex on (B)(6) 2018 followed by treatment with the optia on (B)(6) 2018. The customer reported that on (B)(6) 2018, the patient experienced shortness of breath, which progressively worsened, and the patient was admitted to the hospital on (B)(6) 2018. The customer reported that the patient was diagnosed with a segmental pulmonary artery embolism in the left lower lobe, sub segmental pulmonary artery embolisms bilaterally, and an older 3-level thrombosis in the patient's right leg. The customer reported that all of the patient's treatments were performed using a peripheral access. The customer reported that the patient was treated with anticoagulation and oxygen while in the hospital. The customer stated that the patient was discharged home on (B)(6) 2018 with anticoagulation and long-term oxygen therapy due to severely impaired lung function. The customer stated, "otherwise, the patient was stable." No product was returned for investigation.